Event description:
An aus device was implanted on 9/24/86. The cuff was revised on 1/6/87 and 6/10/96. The balloon was revised on 10/15/90. On 10/7/96 the cuff and pump were removed from the pt due to recurring incontinence-balloon left in place. An entire aus device was implanted.